Manufacturer narrative:
On (B)(6) 2017, an order was made requesting sample needles for the customer. No other information was provided and no further actions were required by field service. The most probable cause of the reported event was possible clogged sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017, a customer reported obtaining sc flags (nozzle clogged) on quality control (qc) material as well as patient samples with their aia-360 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.